Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6), 2008, patient was implanted with a depuy pinnacle hip on his right side. On or about (B)(6), 2009, patient was implanted with a depuy pinnacle hip on his left side. Over time, natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue, and bone surrounding the implant. Within a couple of years after the implantations, patient began experiencing severe pain, discomfort, and inflammation in his right and left thighs, buttocks, and hip areas. Additionally, it is alleged that patient will need to undergo revision surgery to have both implants revised.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/17/12- pfs and medical records received. Part/lot was provided. Operative notes reviewed and there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found additional complaints against the 2382808 lot code. Per wi-3430 revision c a device history record review is no longer required for this product and lot combination. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).